Manufacturer narrative:
(B)(4). The customer product complaint form indicates no intervention was required.

Event description:
Customer reported that "during a subclavian puncture on an obese patient the plastic hub of the needle is broken. The cvc was placed under ultrasound. Since the patient was an (B)(6) patient, the puncture needle was inserted very far until it broke off. For this reason, the doctor had to remove the metal needle from the patient with clamp. Afterwards it was checked whether a pneumothorax can be excluded - no pneumothorax was detected. For reasons of data protection, the doctor does not give any information as to whether the patient has been injured or harmed due to the reported issue. Further details not available".

Manufacturer narrative:
Qn#(B)(4). The customer returned one opened kit containing an introducer needle for evaluation. Visual examination revealed the needle hub contained a lateral break/separation. A portion of the hub was still adhered to the needle cannula. The needle hub also contained severe damage and various pieces missing. A device history record review was performed with no relevant findings. The customer report of a separated needle hub was confirmed by complaint investigation of the returned sample. The needle hub contained a lateral separation and a portion was still adhered to the needle cannula. A device history record review was performed with no relevant findings. Based on the condition of the sample received, design caused or contributed to this event. A CAPA has previously been initiated to further investigate this issue. Corrective actions have not yet been implemented.

Event description:
Customer reported that "during a subclavian puncture on an obese patient the plastic hub of the needle is broken. The cvc was placed under ultrasound. Since the patient was an obese patient, the puncture needle was inserted very far until it broke off. For this reason, the doctor had to remove the metal needle from the patient with clamp. Afterwards it was checked whether a pneumothorax can be excluded - no pneumothorax was detected. For reasons of data protection, the doctor does not give any information as to whether the patient has been injured or harmed due to the reported issue. Further details not available".